Event description:
It was reported that the patient of the remstar auto a-flex device passed away. According to the patient's niece, the patient passed away in (B)(6) 2024 and she would like to stop getting letters. There is no allegation of malfunction, or that the device caused or contributed to the death. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is submitted to provide additional information from the manufacturer's final investigation findings and to include the related coding fields and date received by mfg. The manufacturer previously reported: "it was reported that the patient of the remstar auto a-flex device passed away. According to the patient's niece, the patient passed away in (B)(6) 2024 and she would like to stop getting letters. There is no allegation of malfunction, or that the device caused or contributed to the death. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete." The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities.